Event description:
Reportable based on analysis completed (B)(6) 2012. Same case as MFR 2134265-2012-06145. It was reported that during a chronic total occlusion the device stopped drilling and or spinning. The procedure treated the 100% stenosed chronic total occlusion (cto) located in the mildly calcified left superficial femoral artery (sfa). The truepath was in a drill mode for 2 minutes and at some point stopped drilling. The physician felt a lot of resistance during the procedure. The device was removed and another truepath was used successfully. A non-bsc atherectomy device was used successfully over the journey wire in the sfa. After the physician was taking angio of the btk (below-the-knee) vessels, it was noticed that a piece of the wire was lodged in the distal peroneal artery. The device was successfully removed with a non-bsc snare. There was a successful outcome of atherectomy and angioplasty of the sfa. No further patient complications were reported and the patient's status is fine. However, device analysis revealed there were no diamonds on the tip.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the unit components were visually examined for any damage or defect. A kink was noted on the shaft - 45-50cm from distal tip. The control unit was connected to the device but there was no power. The battery was replaced with a new battery and no issues with control unit. It was also noted that there were no diamonds on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).